Event description:
Out-patient using device at home as part of therapy for post-op knee surgery. Patient had attached stimulator pad to knee when she turned it on stimulus too great and she pulled pad off knee. In doing so, the pad stuck to palm of patinet's hand. When unit came back on, patient received another stimulus which she reported numbed her entire arm. Patient seen in emergency room after event; was released by doctor without any problems founddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: distributor. Service records not available.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: failure to follow instructions. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided. Invalid data - on device destroyed/disposed of status.